Manufacturer narrative:
This product was not received for evaluation, therefore the problem could not be confirmed. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using an unspecified device, the monitor went black. A delay in the procedure of unknown duration occurred prior to direct laryngoscopy being employed. No harm to patient or user was reported.